Manufacturer narrative:
Conclusion: since the product was not returned for evaluation the reported issue could not be confirmed. Since the age of the device is unknown, possible wear and tear may be likely. However, internal pull test performed, on current lots, found that the limb holder could withstand forces greater than what is expected, therefore the patient would have to have exerted a tremendous amount for force to break the device. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Manufacture reference no.: (B)(4).

Event description:
Supplemental required for additional information received.

Manufacturer narrative:
Conclusions: product was requested for evaluation. Product has not yet been received. Note: this submission is based solely on the user's facility's reported issue. Note: the instructions for use states " never alter or repair this product. Always inspect before each use: check for broken stitches or parts; torn, cut or frayed material; or locks, buckles, or hook and loop fasteners that do not hold securely. Do not use soiled or damaged products. Doing so may result in serious injury or death. Dispose of damaged products per facility policy for bio-hazardous material." (B)(4). Product has not been returned.

Event description:
Customer reported the quick release buckle that mounts to the bed has broken. The exact date of the event is unknown.